Manufacturer narrative:
On 10-25-2021, the following information was received: in addition to a cartridge change errors, it was reported that cartridge alarms occurred during the load sequence with multiple cartridges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer's blood glucose. No additional patient or event information was available